Manufacturer narrative:
(B)(4). Detail of product: item ref : 4264 , item name : allofit-s alloclassic, shell with polar screw plug, uncemented, 50/hh , item batch : 2245732. Item ref : 0100010408 , item name : alpha insert me neutral hh/28 , item batch : 2239348. The device will not returned to the manufacturer. Therefore it could not be analyzed the device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to the available information, the exact root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that patient underwent revision surgery due to pain and wear of the metal on metal coupling, pseudotumor of the thigh with suspected septic overlap.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision surgery due to pain and wear of the metal on metal coupling, pseudotumor of the thigh with suspected septic overlap.